Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted and 100% present. The blade tip was intact and not broken off as reported by the customer. The device was connected to a test handpiece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Event description:
It was reported that during a laparoscopic sigma procedure the tissue pad melted. Part of blade broke. It did not fall into patient and could be removed. The generator did not show error codes; with gen11. No further information is available. No patient consequences reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.